Manufacturer narrative:
Additional information: section h.6. The electrode array had extruded into the external auditory canal. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient was reportedly explanted due to medical issues. The recipient was reportedly reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information sections: b.3, d.6b. The recipient was re-implanted with another advanced bionics cochlear device on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.